Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump read 18.4ml left in the cassette when an error message started showing. The patient turned off the pump and went to the facility the next morning. When the cassette was taken off, it was empty. No patient injury was reported.